Event description:
It was reported that the user experienced repeated occlusion alerts with each contact detach infusion set that would not resolve until the infusion set was changed, and the user also reported difficulty receiving drops during supply changes. Symptoms included interruption of insulin delivery consistent with an occlusion alarm. Outcomes included the need to change infusion sets more frequently without medical intervention. Investigation of this case revealed recurrent occlusion events associated with the infusion set component, with resolution upon infusion set replacement, consistent with infusion pathway blockage. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion related to use conditions.